Manufacturer narrative:
Reboot resolved the issue; no permanent fix implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)

Event description:
It was reported to philips that a startup failure occurred in the image processing computer, which was resolved via reboot on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.